Event description:
Customer reported via phone, the insulin pump had alarmed button error and buttons were unresponsive. Customer's blood glucose was unknown. Customer didn't recall any significant events which may have caused the device to alarm. Customer was advised to revert to back up and the device needed to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent up arrow button due to corroded keypad trace. No button error alarm noted. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and missing the end cap sticker.